Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was in prime mode and generated an error message. The customer experienced a ¿syringe plunger not in check¿ error while testing. Upon accessing the biomed settings and reviewing monitored diagnostics, a false sensor reading on the motor and syringe sensor was identified. Due to the alarm, the customer was unable to prime the device. The event occurred during set-up. There was no patient involvement.